Event description:
It was reported to boston scientific corp on (B)(6), 2009 that a extractor rx retrieval balloon was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6), 2009 (pt is over 18). According to the complaint, during preparation, the balloon burst and could not be used. There was approx 5 cc of air in the syringe at the time of inflation. The procedure was completed with another extractor rx retrieval balloon. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "okay".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).